Event description:
It was reported that balloon rupture occurred. The 90% stenosed target leison was located in a moderately tortuous and severely calcified vessel. A 2.75 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.